Event description:
It was reported per field service report: symptom; helium loss alarm, screen changing colors, pump stopped pumping, ECG and ap (arterial pressure) signal loss. No harm to pt. Findings/action taken: was unable to duplicate helium loss alarm, display turning white and blue and loss of ECG signal. Was able to duplicate loss of low level ap signal by shaking ap cable; found connection very loose. Replaced low level ap cable connection, now secure and signal constant. Was told by paramedic that display connection was coming loose because of display connection pushed in and had to be pulled out. Replaced display head as a precaution, connection very secure. Installed front handle. Unit passed functional checkout. Add'l info received on (B)(6) 2011 from med flight stated that the pump is back in service. The issue was resolved by switching pump back with the pump from the hospital. The pt outcome was pt okay with no complications from the event.

Manufacturer narrative:
(B)(4). F/u report will be filed if add¿l info becomes available.